Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rate dial is not working. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the rate control knob was cracked. It was also noted that the lower case was broken, the upper case was broken and contaminated, one bail cover was broken, the lead flex cover was broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and the display was out of specification with missing pixels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.